Event description:
It was reported to medtronic neurosurgery that the physician was concerned that their pt may have possibly had a reaction to the implanted device.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. It was reported that ancillary products were used in conjunction with durepair. The instructions for use that accompany the device warn that "animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications. If intending to use ancillary products with durepair, ensure the products are applied in accordance with their instructions for use." It is unk what caused or contributed to the reported reaction.